Event description:
It was reported that a catheter issue occurred. The 80% stenosed, 15 x 3.00mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. It was noted the opticross hd imaging catheter was kinked and twisted. The procedure was completed with another of the same device. The patient condition following procedure was stable.

Manufacturer narrative:
A2 age at time of event, unit of measure - age. A3a: sex - male. A4: weight, unit of measure - weight. The device was returned for analysis. Visual inspection revealed that the guide catheter was stuck with the device, preventing a complete inspection. The guidewire exit port, and the distal section of the tip were found to be in good condition.

Event description:
It was reported that a catheter issue occurred. The 80% stenosed, 15 x 3.00mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. It was noted the opticross hd imaging catheter was kinked and twisted. The procedure was completed with another of the same device. The patient condition following procedure was stable.